Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, 2 screwdrivers broke and the surgeon was unable to remove the hinge pin. The revision surgery was aborted.